Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the act button was giving her difficulty and not responding. Blood glucose reading at the time of the incident was 24 mmol/l and will be treating with a manual injection. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump passed the functional tests. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, cracked battery tube threads, a broken belt clip slot at the battery tube threads area, a cracked reservoir tube lip, cracked reservoir tube window and a missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.